Manufacturer narrative:
D10 concomitant products: gia6038s, gia6038s gia 60-3.8sgl use reload stap (lot#p3g0175) unknown gia dst, unknown gia dst product (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open exploratory laparotomy for a ventral hernia omentectomy procedure, when the surgeon prepared to perform intestinal resection with one stapler at the proximal end and one linear cutting reload at the distal end, the staple failed. Another reload was attempted, also unsuccessfully. A third reload was passed, but the stapler remained stuck (it cut but did not staple completely). The distal stump was closed with manual suture, and another stapler was necessary to finish the resection and anastomosis. The surgical time was extended due to the change of stapler.